Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a possible tissue damage noted. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The physician gained access to the patient and then inserted the versacross connect with the watchman sheath. The physician brought the devices into the superior vena cava and began to tent the septum when the physician noted something attached to a hemodialysis catheter. The physician aspirated this out of the patient using a non-boston scientific sheath, and it appeared to be fibrinous tissue. The procedure was continued and after inserting the versacross wire through the was, the physician noted the fibrinous tissue again from the hemodialysis catheter. At this point, the physician made the decision to abort the procedure. No closure device was attempted to be implanted in the patient. The patient was extubated post procedure with no complications being reported as a result of this event. The patient was discharged the same night with no further interventions. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of tissue damage is confirmed based on the media. The other allegations could not be confirmed based on the information provided. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a possible tissue damage noted. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The physician gained access to the patient and then inserted the versacross connect with the watchman sheath. The physician brought the devices into the superior vena cava and began to tent the septum when the physician noted something attached to a hemodialysis catheter. The physician aspirated this out of the patient using a non-boston scientific sheath, and it appeared to be fibrinous tissue. The procedure was continued and after inserting the versacross wire through the was, the physician noted the fibrinous tissue again from the hemodialysis catheter. At this point, the physician made the decision to abort the procedure. No closure device was attempted to be implanted in the patient. The patient was extubated post procedure with no complications being reported as a result of this event. The patient was discharged the same night with no further interventions. The device is not expected to be returned for analysis (disposed).